Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported a falsely elevated chloride result on one patient. The results provided were: on (B)(6) 2018, sid: (B)(6), chloride = 110 /125mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The ticket information from 28jun2018 indicates the customer's issue was resolved by replacing the ict module 180208017. A review of complaints for ict module, lot 180208, found no other complaints. A review of complaint and trending data for the ict module, list number 9d28-03 did not identify any issue or trend related to erratic or discrepant results. A review of trending for clinical chemistry systems revealed no issues or trends related to the current complaint. The architect system operations manual and the ict sample diluent package insert provide adequate information regarding sample handling, patient result flags, operational precautions and limitations of result interpretation, maintenance, component replacement, error codes, and troubleshooting for the reported issue. Based on the investigation, no product deficiency was identified for the architect serial number (B)(6), or the ict module, list number 09d28-03.